Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph and samples submitted for evaluation. Bd received four 24gx0.75in in insyte autoguard bc units from lot number 4004581, three of which were sealed. One photograph was also provided. No physical defects were observed with physical units. A functional test of each insyte autoguard IV catheter revealed no leaks or defects in the device. Further, the actuators were pulled out of all the units and the septa were removed for inspection in the event that a damaged septum would result in leakage beyond the hub. The septum slits were all within specification. Your report of a leak could not be confirmed from the four 24g insyte autoguard units that were received from lot #4004581. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failures stated in your report. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that bd iag bc pro global leaked. The following information was provided by the initial reporter, translated from french to english: date of occurrence: on (B)(6) 2024. Incident description: during three infusions for three different patients, a leakage at the infusion set allowed blood to pass through, making it injection of the medication impossible. Current patient status: none. Actions taken by the healthcare facility to manage the patient: remove the infusion set and install a new one. Another. The boxes with this reference and batch number have been withdrawn, but this dm had been placed in the carts of all the patient preparation stations on the ward. Patient preparation workstations in the department, making the search complex.

Manufacturer narrative:
H3: a follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.